Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic myomectomy, harh36 the tip of the blade broke off, patient on table, it has not been retrieved from the patient. Case completed with another device of the same product code. There were no patient consequences reported.